Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Technical services (ts) was contacted to discuss explant process for sweet tip leads. This right atrial (ra) lead was explanted successfully, but the lead body was stretched. There were no additional adverse effects reported.